Manufacturer narrative:
(B)(4). S/w 5.2b. Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: customer said that the right end part above the diamond key is peeling. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review, pump error 53 alarm confirm in main error log (adapt). File ID=65535 line ID=65535. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was cause by a broken force sensor. Problem isolated to electronic assemblies. Force sensor zero offset within spec (23.0mv). Unit received with peeling keypad overlay. In conclusion unit came in with critical pump error alarm trigged by pump error 53. Pump error 53 was cause by a broken force sensor.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of device.